Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the lcd on the thermogard xp ivtm console ((B)(4)) displayed stripes prior to patient use. Despite replacing the console's display head, the issue continued. There is no known patient consequence reported nor was there any interruption in patient's temperature management therapy. Another thermogard xp ivtm console was used to begin/complete therapy.

Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console ((B)(4)) was performed by a zoll service technician. The reported complaint of stripes in the lcd was confirmed during functional testing. The root cause was found to be a faulty power supply. Review of the retrieved event log found no irregularities related to the reported complaint. After replacement of the power supply, the console was further tested to full specification including the electrical safety test and passed without any further issue observed. Historical records were reviewed for service information related to the reported complaint and ccr 30968 (reported on (B)(6) 2017) and 32292 (reported on (B)(6) 2017) were reported for the same bad lcd with serial number (B)(4). In both complaints, the lcd issue was resolved after the display head was replaced.